Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing chest pain. Device interrogation revealed, the right ventricular lead exhibited no capture, decreased sensing, change in impedance. The lead had also perforated the patient the patient was taken into the operating room and the lead was retracted and repositioned successfully. The patient was in stable condition.